Event description:
The nurse of a male patient contacted lifecor customer support to report that the patient's system is damaged. She could not explain further than "bent prongs". She gave support the patient's direct number. Support contacted the patient and he stated that he thinks he rolled over and cracked the casing on the electrode belt. He stated that he removed the electrode belt from the monitor and saw two bent pins. A lifecor patient services rep (psr) went to the patient and exchanged the electrode belt. The patient was disconnecting the electrode belt every time he showered. The psr instructed him to never remove the electrode belt from the monitor.